Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 18mm amplatzer amulet left atrial appendage occluder was implanted using an unknown abbott delivery system. On (B)(6) 2023, a leak was observed at the ostium of left atrial appendage (laa) on 45 day follow up transesophageal echocardiogram (tee). The 18mm occluder remain implanted. The patient was reported discharged.

Manufacturer narrative:
An event of residual shunt 45 days after the device was implanted was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Imaging was received from the field and was reviewed by medical affairs. The review found that the mitral side of the distal lobe did not have tissue contact, with a gap being present between the distal edge of the lobe and the left atrial appendage wall, and that the device appeared to be too small to close the left atrial appendage. The under sizing of the device could have contributed to the residual shunt reported. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 18mm amplatzer amulet left atrial appendage occluder was implanted using an unknown abbott delivery system. On (B)(6) 2023, a leak was observed at the ostium of left atrial appendage (laa) on 45 day follow up transesophageal echocardiogram (tee). The 18mm occluder remains implanted. No intervention was required. The patient was reported discharged.